Event description:
Reportedly, the ventricular lead (B)(4) was capped on (B)(6) 2014 due to low impedance and noise oversensing. Through analysis of the available patient files/printouts lead or connection issue was suspected.